Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 144080 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 144080 , test base part number 195-430h / lot: 138189a . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 144080 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported 7 false positive results with binaxnow covid-19 ag card assay. Confirmation testing was performed with pcr and generated negative results. The customer confirmed the 7 patients were not symptomatic. No additional information was provided as the customer heard about this event from his staff.